Event description:
Consumer reported complaint for low and lo blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 33, 30, 27, 20 and 40 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of lo using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/20/2025 and open vial date is 1-2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 33 mg/dl date: (B)(6) 2025 time: 7:59 am fasting, result 2: 30 mg/dl date: (B)(6) 2025 time: 8:45 am fasting, result 3: 27 mg/dl date: (B)(6) 2025 time: 8:27 am fasting, result 4: 20 mg/dl date: (B)(6) 2025 time: 8:10 am fasting, result 5: 40 mg/dl date: (B)(6) 2025 time: 7:59 am fasting. .

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.